Event description:
An ipp device was implanted on 3/25/93. The cylinders were revised on 6/2/93. The pump and cylinders were revised on 7/20/93. Info received on 9/2/97 indicates pt states "device not inflating like it should...still doesn't work right...not very happy with girth...length ok."